Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced libido decreased ("woke my libido up after hysterectomy") and was found to have weight decreased ("lost 100lbs"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, libido decreased and weight decreased outcome was unknown. The reporter considered libido decreased, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: lost 100lbs. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') and embedded device ('my body was delivering my coils and found 1 imbedded in my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced libido decreased ("woke my libido up after hysterectomy"), dysmenorrhoea ("labor pains during my period"), abdominal pain lower ("cramping when not having period"), dyspareunia ("sex was so painful"), device expulsion ("my body was delivering my coils and found 1 imbedded in my cervix") and embedded device (seriousness criterion medically significant) and was found to have weight decreased ("lost 100lbs"). The patient was treated with surgery (total hysterectomy) and total hysterectomy. Essure was removed. At the time of the report, the medical device removal, libido decreased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, libido decreased, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') and embedded device ('my body was delivering my coils and found 1 imbedded in my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced libido decreased ("woke my libido up after hysterectomy"), dysmenorrhoea ("labor pains during my period"), abdominal pain lower ("cramping when not having period"), dyspareunia ("sex was so painful"), device expulsion ("my body was delivering my coils and found 1 imbedded in my cervix") and embedded device (seriousness criterion medically significant) and was found to have weight decreased ("lost 100lbs"). The patient was treated with surgery (total hysterectomy) and total hysterectomy. Essure was removed. At the time of the report, the medical device removal, libido decreased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, libido decreased, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido decreased ("woke my libido up after hysterectomy"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal and libido decreased outcome was unknown. The reporter considered libido decreased and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.